Event description:
A call was placed to technical services on 12/23/2016 stating that the patient gets thumping in abdomen with unipolar pacing and it was also noted that there was noise in bipolar pacing with isometrics and pocket manipulation. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).